Manufacturer narrative:
The reported event of hairline crack file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. CAPA reference: (B)(4).

Event description:
The customer reported that biomed has observed and repaired damage to the plastic surrounding the iui connectors. A hairline crack located between the outermost iui and the screw on both the male and female iui connectors was observed and identified by placing a screwdriver or sharp object under the plastic and lifting the plastic. Biomed did not know if this technique was causing the crack or identifying the crack. No patient involvement was reported.